Event description:
On (B)(6) 2021, a perceval valve pvs25 was attempted to be implanted. When the device was placed, the device was malpositioned. As such, the device was removed and another valve was implanted during the same day. Cross-clamp time was 47 minutes.